Event description:
It was reported that the CT table stopped advancing at the beginning of an abdominal/pelvis exam. The CT system's location annotation, however, indicated that the table was still in motion and continued the x-rays according to the prescribed time. The total x-ray dose the pt received was as prescribed; however, the x-ray was deposited over the same location in the chest area. The pt was not rescanned. There was no report of any deterministic effects from this radiation exposure. The pt is not expected to exhibit any deterministic effects since the delivered dose for this study was significantly below the threshold for deterministic effects.

Manufacturer narrative:
The eval of the event calculated the ctdi100 peripheral dose received by the pt to be 157.7mgy, well below the 2000mgy threshold. Ge healthcare's investigation revealed that a high volume of error messages is reported when a table communication failure occurs. These error messages are reported in a short period of time, which consequently interrupts the normal operation of the watchdog timer responsible for stopping the x-ray during the aforementioned table failure. As a result, the watchdog timer fails to communicate to shut down the x-ray during the table failure. A field correction for the affected devices is planned to be deployed as indicated in the correction and removal report 2126677-09/13/10-001-c.